Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism deployed late; indicating the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received fully deployed. The download data shows the device completed first and second prime with an expected number of pulses in each priming sequence. Timeouts were observed towards the end of first prime, but the device was able to correct itself. During investigation the needle mechanism was reset to the non-deployed state and then manually deployed. No damages or defects that would prevent the needle mechanism from deploying as intended were observed. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying late could not be determined.